Event description:
A patient was coming out of the bathroom, and hit the phaseal luer lock/chemo piggy back line on hand rail. This caused the phaseal connector to come loose, and drip onto pump and the floor. The patient noticed the leak, and called nurse immediately. Less than 5 ml of chemotherapy leaked, and was cleaned up according to chemo spill procedure. The pa was notified, and the infusion pump was adjusted on IV pole to turn all IV connections toward the inner part of the IV pole. The phaseal connector sticks out from the side of the pump and has contributed to disconnections and chemo spills in the past.